Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. No abnormalities in the appearance of the product related to the reported event could be confirmed. Functional test and performance testing were conducted. There was a gas leak from inside the main unit, confirming the customer's complaint. The root cause was a leak from the relief pressure control section. The variable relief valve assembly was replaced to correct the issue. P200d/nj device passed all the functional & performance tests after the repair.

Event description:
It was reported that there was an oxygen leak. The fault occurred before in use with the patient. There was no harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.